Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The purpose of the surgery was to assemble a humeral head to a reversed metaphysis. Screwing of the union screw with the metaphysis ok, assembly of the adaptor, and in spite a good impaction, the adaptor does not hold, and while impacting, the humeral head lifts. The rotational motion is not blocked properly on the humeral head.